Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and replaced. The patient was in stable condition.